Manufacturer narrative:
The unexpected negative reactions appear to be caused by a faulty three position valve on the capture wash station. The capture work station was replaced. Customer to inform immucor if further issues arise.

Event description:
On (B)(6) 2016, a customer reported that a known positive sample resulted negative when tested using capture-r ready-screen 3 (crrs 3) on a manual capture workstation, serial number (B)(4). The patient has a history of anti-d and anti-c.